Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation of the gastrointestinal videoscope, no image was displayed due to a damaged ccd unit. Corrosion was also observed around the adhesive of the light guide and objective lens, as well as on the bending section. No patients were involved.